Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that the bottom tip of drill bits broke off, while trying to prepare for an acetabular screw. There was no surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed, that the quickset 1pc flex drill bit 30 was observed, bent from the fluted tip. No other issues were found. The broken condition cannot be confirmed, since only the device is bent. Multiples uses under extreme eccentric loading could result in premature bending or failure of the flexible spring. Potential cause for the breakage can be attributed to unintended use error. A dimensional inspection was unable to be performed, due to post manufacturing damage. A functional test was not performed, as it is not applicable to the complaint condition. The overall complaint was unconfirmed. As the observed, condition of the quickset 1pc flex drill bit 30 would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bottom tip of drill bits broke off while trying to prepare for an acetabular screw. There was no surgical delay.